Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower showed as off-line in the main cabinet, and the drawers were not accessible. The field service engineer replaced the door controller in the tower and configured it in the application. An attempt was made to replace the comp sled in the main cabinet as a precaution, but the comp sled did not detect any drawers. Eventually, the original comp sled was reinstalled, and all drawers in the tower became available. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower was not detected. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.